Event description:
During the implant procedure for the lifesite hemodialysis access system, the patient suffered a hemothorax and expired. Reported information indicates the patient's lung was punctured with the introducer needle during the implant procedure.